Manufacturer narrative:
Based on supplier investigation, the device history record could not be reviewed, as the lot number was not provided. At the time of this investigation the samples had not been received for evaluation. The linting test data was within the acceptable range, and there was no abnormal situation reported during production, therefore, the root cause could not be determined from this investigation. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, however, the supplier will continue to monitor the trend of this type of incident. According to our supplier, or towels are made of cotton, so lint is born and inevitable. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, the supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer.

Event description:
Based on information from customer, they are still reportedly experiencing linting of towels in their custom pack. No further information could be obtained from the customer.

Manufacturer narrative:
Based on supplier investigation, the device history record could not be reviewed, as the lot number was not provided. Thirteen pieces of samples were returned for investigation. No obvious abnormal situation was found on the towels. The linting test data is 0.249g / 13 pieces. The linting test data was within the acceptable range, therefore the root cause could not be determined from this investigation. Per our supplier, or towels are made of cotton, so lint is born and inevitable. We are continuously working to better control the linting and have implemented the following: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, the supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer.